Manufacturer narrative:
Literature citation: uram jin, md, et al, longitudinal stent-strut injury at the distal end of a newer-generation drug-eluting stent, korean circ j. 2018 feb;48(2):176-178, https://doi.org/10.4070/kcj.2017.0180, pissn 1738-5520·eissn 1738-5555. Device is combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
Same article as MDR#: 2134265-2018-03001. It was via journal article that stent damage occurred. To address increasing concerns regarding longitudinal stent deformation (lsd) with newer-generation drug-eluting stents (dess), the promus premier¿ was redesigned to reinforce the axial strength of proximal end, where almost all lsds occurred in the previous promus element¿.